Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-48767. It was reported that the patient was unable to communicate with the ipgs following an unrelated surgery. Reportedly, the ipgs were not put into surgery mode and electrocautery and electrosurgical tools were used during the procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue. Patient is without therapy at the moment.

Event description:
New information received states that both devices were explanted, and new devices were implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b5 - description of event or problem corrected. D6b - date of explant should have been (B)(6) 2019 rather than (B)(6) 2021. H9 - this event was erroneously submitted as related to fsca.

Event description:
Additional information received indicated that the ipg was explanted due to an unknown reason.